Event description:
Report 1 of 2. The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed in the continuous mode to deliver 5fu 1700mg/100ml at an unspecified rate for a duration of 24hrs. At an unspecified time during the infusion, it was noted that the device had underdelivered by "quite a lot." The amount delivered and the amount expected to be delivered was unspecified. The device was removed from clinical use and therapy was resumed the next day with a replacement device. There were no reported adverse patient effects. During testing at the user facility the device passed testing for delivery accuracy and was returned to clinical use. Though requested, no additional information was provided.